Manufacturer narrative:
The patient sample was not available for investigation. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received a false positive result for one patient sample tested with the elecsys anti-sars-cov-2 assay on a cobas 8000 e 602 module. No incorrect results were reported outside of the laboratory. The sample was tested using the elecsys anti-sars-cov-2 assay and it resulted with a value of 1.61 coi (reactive). No information was provided on whether controls passed or failed. The sample was tested using the abbott architect sars-cov-2 igg assay and the result was negative. The abbott architect sars-cov-2 igg assay is approved for emergency use authorization by the FDA. The sample was tested using the one step novel coronavirus (covid-19) igm/igg antibody test manufactured by arton and the result was negative. The one step novel coronavirus (covid-19) igm/igg antibody test is not approved for emergency use authorization by the FDA. The sample was also tested using the novel coronavirus (sars-cov2) antibody test reagent kit manufactured by kurabo and the result was negative. The novel coronavirus (sars-cov2) antibody test reagent kit is not approved for emergency use authorization by the FDA. It is not known which result was considered to be correct. The serial number of the e 602 analyzer was requested, but not provided.